Manufacturer narrative:
(B)(4). Medical devices: optipac 40 refobacin revision; catalog# 4730501163-1; lot# 235ca03910 temmed tibial component precoat a/p wedged for cemented use only size 3; catalog#00598800300; lot#62834341stem extension straight 13mm dia x 100mm length(combined length 145mm); catalog#00598801013; lot#62846723articular surface with locking screw size striped yellow/e,f 14 mm height for use with femoral e,f; 00599403214; lot#62656678femoral component option for cemented use only size f right; catalog#00599401692; lot#62851943. Foreign: denmark. Multiple MDR reports were filed for this event, please see associated reports: (B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced pain approximately 8 months after the initial procedure. Implant loosening was confirmed. The patient underwent a right knee revision due to pain and tibial loosening approximately 1 year post-operatively. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Product was not returned or pictures not provided. Device evaluation could not be performed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. This device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.